Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(6). This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under PMA number p010014. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "early or late postoperative, infection, and allergic reaction."

Event description:
Information was received based on review of a journal article titled, "five-year experience of cementless oxford unicompartmental knee replacement" which aimed to examine the five-year experience of patients implanted with a medial cementless ukr (unicompartmental knee replacement) and to investigate the quality of fixation of the cementless device compared to cemented implants. Two patients were identified in the article that underwent irrigation and debridement procedures due to superficial infection. There has been no further information provided and the patients' outcomes are unknown.